Manufacturer narrative:
This implant has been explanted but we have not received it back from the md.

Event description:
Right implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint #: case-(B)(4). Customer informed sientra that the device was discarded. No evaluation was able to be performed. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.